Manufacturer narrative:
The field service engineer (fse) found a reagent probe was not positioned correctly on the instrument. The fse adjusted the reagent probe and performed a precision check. The instrument worked fine afterwards. The investigation determined the issue was due to the misadjusted reagent probe. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for ca2 calcium gen.2 (ca2) after preventive maintenance was performed on a cobas 6000 c (501) module. Patient 1 initial result was 0.40 mmol/l. The repeat on a different module was 2.19 mmol/l. Patient 2 initial result was 0.37 mmol/l. The repeat on a different module was 2.49 mmol/l. Patient 3 initial result was 0.36 mmol/l. The repeat on a different module was 2.45 mmol/l. Patient 4 initial result was 0.40 mmol/l. The repeat on a different module was 2.15 mmol/l. No questionable results were reported outside of the laboratory. The ca2 reagent lot number was 61098001 with an expiration date of 30-apr-2023.